Event description:
Physician was attempting to use the protege rx self expanding stent during procedure to treat moderately calcified plaque in the proximal left common carotid artery. The vessel had moderate tortuosity and exhibited 88% stenosis. The artery diameter was 8mm and lesion length was 29mm. A spider fx embolic protection device was used. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray) and no issues noted when removing the device from the hoop/tray. The device was prepped per IFU with no issues identified. It was reported that there were wire movement issues and unable to remove device from guidewire. It was reported that catheter/delivery system deformed and there was twisting and inaccurate delivery (i.e. Stent deployed in unintended lesion site). There was sufficient distal landing zone. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. The procedure was completed with other manufacturer device system. Patient status alive with injury of carotid artery stenosis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned with the touhy-borst tight. The device was returned with the stent fully enclosed and the stent was confirmed as 30mm the device was flushed a 0.014¿ guidewire was loaded, and the device was loaded into a deployment fixture, the stent could not be deployed with a maximum peak force of 1.70lbs visual inspection of the stent found that there are 3 radiopaque markers on the proximal end of the stent (retainer end) and 6 radiopaque markers on the distal end, indicating that the stent was loaded in the correct orientation medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there is no complaint reported for the spider fx device. The stent was deployed in the patient. Stent struts exposed in patient. Stent shortening was noted. Intervention was required to remove device. 2 attempts were made to remove stent and stent does not remain in patient. The struts were exposed during removal. There was vessel damage noted. Patient has been discharged with good condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.